Manufacturer narrative:
During follow-up, the patient said she noticed no defects or malfunction with the ultra 14 catheter. The patient said she was changing back to the twist catheter, t14, she used in the past and provided the lot number 210111-1 for the t14 catheter.

Event description:
Intermittent catheter patient (user) said these catheters were causing urinary tract infections (uti's). During follow-up, the patient confirmed she acquired a uti in may, was prescribed an antibiotic, took the full course, but the infection returned a week later. This was repeated for five treatments, and she finished another dose of antibiotic in september.